Event description:
Reportedly, during pt use, it was observed that the fio2 value displayed was lower than the set value. The pt was manually ventilated while being transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.